Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced low blood glucose. Blood glucose level was 30 mg/dl and treated with glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. Customer alleges insulin pump was over delivering because they over dose the insulin. Customer reported that they were unsure if the programming was accurate. Customer reported that the insulin pump was worn during a medical procedure. Customer stated that the insulin pump had insulin flow block alarm, cannula was not bent and they run self-test and it was passed. The devices will not be returned for analysis.